Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 16-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('coil is removed in two pieces.') And embedded device ('metallic coils grossly embedded in the myometrial wall bilaterally, embedded in the superior left myometrium of the posterior section of the uterus is a metallic coil') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain, gerd, umbilical hernia repair, fasciotomy, spinal fusion surgery and depression. Previously administered products included for an unreported indication: ibuprofen, welbutrin, lyrica and methocabamol. Concomitant products included methocarbamol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("extremely heavy and painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device - location of device: uterus / patent lumen without presence of metallic coils."), genital haemorrhage ("bled for 9 months straight, excessive and abnormal bleeding for months after the implant"), menorrhagia ("extremely heavy and painful periods, excessive and abnormal bleeding during menstruation"), fatigue ("chronic fatigue"), arthralgia ("constant joint pain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), abdominal distension ("constant bloating and gas issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea and dyspareunia had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, menorrhagia, fatigue, alopecia, mood swings, hormone level abnormal, depression, abdominal distension, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal infection to be related to essure. The reporter commented: insertion procedure: pre and postoperative diagnosis: desire for permanent sterility. Procedure: essure bilateral tubal ligation. Description of procedure: the right and left tubal ostia were then identified with some difficulty initially identifying due to very shaggy endometrial lining. First, the left tubal ostia was identified, isolated and the essure device was then deployed with 2 coils visible on the outside. The right tubal ostia was then identified. The essure device was then placed per manufacturer's recommendations. Three coils were visible outside of the ostia after placement. Confirmation test: yes. Date of confirmation test: (B)(6) 2015. Physician recommended removal of the device via hysterectomy, she would not prefer a hysterectomy at 30, she will pursue removal of just the device when she is able to pay for the surgery. As per pfs, essure confirmation test(s) conducted, specify: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: satisfactory placement of both devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea, dyspareunia lot number: a14899, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-apr-2021: real follow up was received and there was no significant change in the medical context of case. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 05-nov-2015. The most recent information was received on 21-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('coil is removed in two pieces.') And embedded device ('metallic coils grossly embedded in the myometrial wall bilaterally, embedded in the superior left myometrium of the posterior section of the uterus is a metallic coil') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain and gerd. Concomitant products included methocarbamol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("extremely heavy and painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device - location of device: uterus / patent lumen without presence of metallic coils."), genital haemorrhage ("bled for 9 months straight, excessive and abnormal bleeding for months after the implant"), menorrhagia ("extremely heavy and painful periods, excessive and abnormal bleeding during menstruation"), fatigue ("chronic fatigue"), arthralgia ("constant joint pain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), abdominal distension ("constant bloating and gas issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea and dyspareunia had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, menorrhagia, fatigue, alopecia, mood swings, hormone level abnormal, depression, abdominal distension, vaginal infection and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal infection to be related to essure. The reporter commented: insertion procedure: pre and postoperative diagnosis: desire for permanent sterility. Procedure: essure bilateral tubal ligation. Description of procedure: the right and left tubal ostia were then identified with some difficulty initially identifying due to very shaggy endometrial lining. First, the left tubal ostia was identified, isolated and the essure device was then deployed with 2 coils visible on the outside. The right tubal ostia was then identified. The essure device was then placed per manufacturer's recommendations. Three coils were visible outside of the ostia after placement. Confirmation test: yes. Date of confirmation test: (B)(6) 2015. Physician recommended removal of the device via hysterectomy, she would not prefer a hysterectomy at 30, she will pursue removal of just the device when she is able to pay for the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: satisfactory placement of both devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea, dyspareunia lot number: a14899 manufacturing date: 2012-05 expiration date: 2015-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-dec-2020: pfs received: newly added events- abdominal pain, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 05-nov-2015. The most recent information was received on 05-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('coil is removed in two pieces.') And embedded device ('metallic coils grossly embedded in the myometrial wall bilaterally, embedded in the superior left myometrium of the posterior section of the uterus is a metallic coil') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain and gerd. Concomitant products included methocarbamol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("extremely heavy and painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device - location of device: uterus / patent lumen without presence of metallic coils."), genital haemorrhage ("bled for 9 months straight, excessive and abnormal bleeding for months after the implant"), menorrhagia ("extremely heavy and painful periods, excessive and abnormal bleeding during menstruation"), fatigue ("chronic fatigue"), arthralgia ("constant joint pain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), abdominal distension ("constant bloating and gas issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea and dyspareunia had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, menorrhagia, fatigue, alopecia, mood swings, hormone level abnormal, depression, abdominal distension and vaginal infection outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal infection to be related to essure. The reporter commented: insertion procedure: pre and postoperative diagnosis: desire for permanent sterility. Procedure: essure bilateral tubal ligation. Description of procedure: the right and left tubal ostia were then identified with some difficulty initially identifying due to very shaggy endometrial lining. First, the left tubal ostia was identified, isolated and the essure device was then deployed with 2 coils visible on the outside. The right tubal ostia was then identified. The essure device was then placed per manufacturer's recommendations. Three coils were visible outside of the ostia after placement. Confirmation test: yes. Date of confirmation test: (B)(6) 2015. Physician recommended removal of the device via hysterectomy, she would not prefer a hysterectomy at 30, she will pursue removal of just the device when she is able to pay for the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: satisfactory placement of both devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea, dyspareunia. Lot number: a14899 manufacturing date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('coil is removed in two pieces.') And embedded device ('metallic coils grossly embedded in the myometrial wall bilaterally, embedded in the superior left myometrium of the posterior section of the uterus is a metallic coil') in a 30-year-old female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, back pain and gerd. Concomitant products included methocarbamol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("extremely heavy and painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device - location of device: uterus / patent lumen without presence of metallic coils."), genital haemorrhage ("bled for 9 months straight, excessive and abnormal bleeding for months after the implant"), menorrhagia ("extremely heavy and painful periods, excessive and abnormal bleeding during menstruation"), fatigue ("chronic fatigue"), arthralgia ("constant joint pain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), abdominal distension ("constant bloating and gas issues") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy and essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea and dyspareunia had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, menorrhagia, fatigue, alopecia, mood swings, hormone level abnormal, depression, abdominal distension and vaginal infection outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain and vaginal infection to be related to essure. The reporter commented: insertion procedure: pre and postoperative diagnosis: desire for permanent sterility. Procedure: essure bilateral tubal ligation. Description of procedure: the right and left tubal ostia were then identified with some difficulty initially identifying due to very shaggy endometrial lining. First, the left tubal ostia was identified, isolated and the essure device was then deployed with 2 coils visible on the outside. The right tubal ostia was then identified. The essure device was then placed per manufacturer's recommendations. Three coils were visible outside of the ostia after placement. Confirmation test: yes date of confirmation test: (B)(6) 2015. Physician recommended removal of the device via hysterectomy, she would not prefer a hysterectomy at 30, she will pursue removal of just the device when she is able to pay for the surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: satisfactory placement of both devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pelvic pain, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2020: pfs received events "embedded in the superior left myometrium of the posterior section of the uterus is a metallic coil, infection (bladder/ urinary tract/vaginal) type: vaginal, dyspareunia (painful sexual intercourse)" were added. Outcome of events " pain, dysmenorrhea and dyspareunia (painful sexual intercourse)" were updated as recovered. Reporter information and medical history were added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 28-oct-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device - location of device: uterus"), genital haemorrhage ("bled for 9 months straight, excessive and abnormal bleeding for months after the implant"), menorrhagia ("extremely heavy and painful periods, excessive and abnormal bleeding during menstruation"), fatigue ("chronic fatigue"), arthralgia ("constant joint pain"), alopecia ("hair loss"), mood swings ("mood swings"), depression ("depression"), dysmenorrhoea ("extremely heavy and painful periods"), abdominal distension ("constant bloating and gas issues") and infection ("infection") and was found to have hormone level abnormal ("hormone changes"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, menorrhagia, fatigue, arthralgia, alopecia, mood swings, hormone level abnormal, depression, dysmenorrhoea, abdominal distension and infection outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, infection, menorrhagia, mood swings and pelvic pain to be related to essure. The reporter commented: insertion procedure: pre and postoperative diagnosis: desire for permanent sterility. Procedure: essure bilateral tubal ligation. Description of procedure: the right and left tubal ostia were then identified with some difficulty initially identifying due to very shaggy endometrial lining. First, the left tubal ostia was identified, isolated and the essure device was then deployed with 2 coils visible on the outside. The right tubal ostia was then identified. The essure device was then placed per manufacturer's recommendations. Three coils were visible outside of the ostia after placement. Confirmation test: yes date of confirmation test: (B)(6) 2015. Physician recommended removal of the device via hysterectomy, she would not prefer a hysterectomy at (B)(6), she will pursue removal of just the device when she is able to pay for the surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: satisfactory placement of both devices. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-oct-2020: medical record received case become serious incident. Pelvic pain upgraded to serious incident event. Removals details was added. Reporter information and middle name initial of patient were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.